Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that this device alarmed for ventilator failed during surgery. The customer replaced with a back up device for using and reported for repair immediately. No patient injury reported.

Manufacturer narrative:
It was reported that during the use of an anesthesia machine under general anesthesia in the anesthesia surgery center, an alarm was triggered displaying ¿ventilator failure, check apl valve". Continue to use it after replacing the spare equipment. No patient injury was reported. The user facility did not involve the local dräger s and s organization into any follow-up measures. The ufr was the only source of information, the person named in the ufr was contacted by dräger but was not able to provide additional details. According to experience, in case of an auto ventilation failure or automatic vent mode stopped (ventilator failure). Monitoring functions remain unaffected, thus, the user is continuously informed about ventilation performance and patient gas measurement. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. All alarms, possible causes and remedies as well are described in the instructions for use. Based on the currently available information, the manufacturer concluded that the recommended pre-use inspection worked as expected, the customer detected the deviation before the device was used on a patient, thereby avoiding patient involvement. No further problem was reported.

Event description:
It was reported that this device alarmed for ventilator failed during surgery. The customer replaced with a back up device for using and reported for repair immediately. No patient injury reported.